Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead exhibited atrial oversensing and far field r-wave (ffrw) oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.